Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Manufacturer narrative:
E1: facility name "(B)(6) hospital". B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the starting volume is 138ml, continuous infusion rate is 3ml/hr, reservoir volume is 11ml, and the given was 127.05 ml. The amount of medication remaining in cassette did not match the reservoir volume displayed on pump, which indicated the amount remaining was 0. The air detector was off and upstream sensor was on. Length of infusion intended is 46hrs, length of infusion (actual) was 42hrs. Lock level is 2. A closed system transfer device (cstd) was used to fill the cassette. The pump was not used to prime the extension tubing as the line was primed by using the syringe. The infusion finished 4 hours early. No patient harm/adverse event reported.